Event description:
It was reported that during a right atrial lead repositioning procedure this right ventricular lead was cut by mistake. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a right atrial lead repositioning procedure this right ventricular lead was cut by mistake. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted shortly after implant due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.